Event description:
Based on info from an attorney representing the pt, it was reported that approx 161 days after a coronary artery drug eluting stenting treatment procedure in-stent thrombosis occurred. The lesion being treated was located in the left anterior descending (lad) artery. During the procedure four unspecified taxus express2 drug eluting stents (des) were implanted in the lad. Approx, 161 days later the pt underwent elective laparoscopic gall bladder removal. The pt was required to discontinue administration of plavix, aspirin and other unspecified blood thinners, prior to the surgery. The gall bladder surgery was performed in a facility that did not have access to a standby interventional cardiology team. During the surgery, or shortly thereafter, a "blood clot" formed inside one of the previously placed taxus express2 des in the lad. When the pt awoke from the surgery, he reported having crushing pain in his chest. The pt was transferred to another facility which was 4-5 hrs away and had a full compliment of cardiac expertise including cath lab physicians. The pt underwent treatment to remove the blood clot and restore blood flow. It was reported that "because of the delay in treatment caused by the transfer to another facility, the blood clot was not removed in a timely manner and the pt sustained severe and permanent heart damage due to myocardial infarction. Prior to the gall bladder surgery the pt's reported ejection fraction (ef) was 65% and as a result of the blood clot not being treated quickly enough, the ef decreased to 10%." It was also reported that the pt will be put on a heart transplant list. No further info is available as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. However the event description stated that six months after the stents were implanted the pt had discontinued the use of plavix, aspirin and other blood thinner medications he was required to take due to a scheduled gall bladder surgery. During that gall bladder surgery, or shortly thereafter, a blood clot formed inside one of the stents in the lad. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The exact cause of the difficulties experienced during the procedure could not be determined.